Event description:
It is reported that the device was implanted in 2001. Revision surgery occurred in 2007 due to breakage.

Manufacturer narrative:
Other device used: catalog #00999207545, zmr hip system femoral body revision taper, lot #64391600. This report will be amended when our investigation is completed.